Manufacturer narrative:
Complained product will not be not available.

Event description:
Face scratched [scratch]. Skin on face had abrasion / scrapes [skin abrasion]. Toothbrush head fell off - oral-b [device breakage]. Case narrative: a store via e-mail reported that a consumer's face was scratched when the oral-b toothbrush head fell off while they were brushing their teeth. No serious injury was reported. On (B)(6) 2024 follow-up via phone: consumer reported that the skin on their face had an abrasion. No serious injury was reported. On (B)(6) 2024 follow-up via image initially learned on (B)(6) 2024: consumer reported that there were two scrapes and the one closer to their mouth had almost healed. No serious injury was reported.